Event description:
Patient on vent sunday 2005 was on battery backup and going to switch over to primary vent (but sitll in wheelchair) when unit just shut off with no alarms. Patient said they nor their family member noticed anything in the display window. Switched to primary vent.